Manufacturer narrative:
The technician found the casters; pedal weldments and the torque tube were worn. He replaced casters, weldments and the torque tube to repair the bed.

Event description:
Info received indicates the brake will set, but the casters continue to swivel.